Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
When the smooth collar was attached the neck of the ssf, the smooth collar did not fit in a only a notch on one side of the stem. The stem and the smooth collar were implanted in the patient body.

Manufacturer narrative:
Manufacturing date, catalog, expiration, PMA# and lot number were corrected. An event regarding off label use involving an omniflex collar and super securfit stem was reported. The super secur-fit surgical protocol, he1-127 outlines the specific collar size that should be used in conjunction with a specific secur-fit stem. In the reported case a size 10 collar was used in conjunction with a size 8 stem - see attached surgical protocol. In this case the collar size should have been selected as 8. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
When the smooth collar was attached the neck of the ssf, the smooth collar did not fit in a only a notch on one side of the stem. The stem and the smooth collar were implanted in the patient body.